Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was reported to be due to constipation. The patient was treated with injection (inj) reflin (500mg, frequency and route not reported), inj amikacin (100mg, frequency and route not reported) and inj heparin continuous (1000 international units (iu) and route not reported). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.